Event description:
Customer reported the generation of false ise (ion selective electrode) patient results for (sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and replaced multiple parts as part of troubleshooting measure. The fse proactively replaced the peri pump, ise stirrer motor board, reagent joints. Upon further evaluation of ise (ion selective electrode) module, the fse found rust build up on the ise module assembly case. The subject matter expert (fse) had the fse clean/remove rust from case. The fse ended up replacing the ise unit case to resolve the issue. No further issues were noted after part replacement. The analyzer returned to normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).